Event description:
It was repoted that the patients ipg no longer holds a charge, depletes faster and takes longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed.